Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds the day before a planned system upgrade. During the system upgrade procedure that next day the slack and j shape of the atrial lead was not present when viewed via fluoroscopy. Attempts were made to restore slack and the expected j shape of the atrial lead using stylets but this was not successful. The atrial pacing output was increased to maintain atrial pacing capture and the lower rate was adjusted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.